Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the right ventricular lead exhibited a loss of capture. It was identified that the lead had dislodged. The lead was repositioned on (B)(6) 2023. The patient was in stable condition.